Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was not seeing any symptom relief and felt the stimulation from their implantable neurostimulator (ins) in the butt cheek. The patient was also recently diagnosed with a-fib. The physician decided to revise the lead. Following the lead revision in (B)(6) 2015 the patient had a variety of complications with hospitalization and was subsequently moved to a rehab facility. It was noted that following the revision the ins was not turned on due to all of the complications. Two days following the revision ((B)(6) 2015) the patient had a bowel obstruction and a procedure was performed where some adhesions were removed (physician did not believe these were related to the obstruction). Further complications included the patient had uncomfortable stimulation described as a shocking/jolting sensation. They also had ¿jerking¿ and their movements were more pronounced (like ¿being jolted/shocked¿). Their upper body started jerking around ¿like a fish out of water¿. The jerking was further described as a total body ¿jerking¿ from the shoulders down to the legs. Some of the incidents were less extreme others more like a shiver. The patient went through a variety of tests with the result of no explantation for the jerking. The patient was seen by their physician and the manufacturer¿s representative and it was noted that they had a catheter placed in. The physician decided to turn on the ins and have the facility monitor the patient¿s voiding volumes for 24 hours and to contact him with the results. The ins was turned on and each of the 4 programs was gone over with the patient. The patient was left on the program (dictated by the doctor) where they felt the stimulation in the vaginal area at the lowest voltage level. The patient¿s retention and fecal incontinence were under control at this point and was able to void on their own. On (B)(6) 2015, the patient¿s family member turned the ins off. The patient had not complained of pelvic floor pain or discomfort. Subsequent information reported that the patient could not walk or stand without assistance (used to be able to walk on their own). The jerking occurred every couple of minutes and was bad enough that the reported wanted the nursing facility to restrain them so they would not fall out of the wheel chair. Additional complications of having trouble urinating were reported. The physician felt that the jerking in the patient¿s right arm and knee were related to the ins therapy. It was noted that there was a recent test or emi environmental exposure. A power-on-reset (por) was seen (error code 358) on (B)(6) 2015 when trying to check the device. The manufacturer¿s representative confirmed on (B)(6) 2015 that the device was off and that the programmer showed an error code of ¿prw¿. Further description of the patient¿s movements (as of (B)(6) 2015) included ¿intermittent jutting¿ all over their body and uncontrollable. The patient was sent to the emergency room (ER). Follow up information received from the healthcare professional (hcp) confirmed that the device was turned off. The cause of the jerking issue was not determined as but the jerking continued even when the device was off. The jerking issue was not resolved and the patient was in rehabilitation as of (B)(6) 2015. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0u69h, implanted: (B)(6) 2015, product type: lead. (B)(4).